Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed low battery. The alarm was not resolved during troubleshooting. The customer¿s blood glucose level was 21 mmol/l at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No low battery alert noted during testing or in the pump trace download. The insert battery alarm functioning properly during battery changes multiple times. Pump received with scratched case, pillowing keypad overlay, cracked retainer and minor scratched lcd window.